Event description:
It was reported to philips that the user was unable to log into the clinical application, preventing a full boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the users were unable to log into the application, and some software was not functioning. Upon troubleshooting, the fse found that users were unable to log into the cardiology application. Some software functionality was impaired, including the coupling of examinations with the injector and accessing qca (quantitative coronary analysis). Users experienced intermittent login failures, where only the mouse cursor was movable, and the tsm status indicated "connecting to host." The engineer inspected the epx settings, successfully configuring injectors for the cardiology application. Upon further examination, the host pc and hard disk drive (hdd) were found to be defective. The fse re-seated the hdd and attempted a restart, identifying the need to replace the corrupted hdd. To resolve the issue, the fse replaced the defective hdd and host pc, which resolved the login and application functionality issues. An ip conflict with the hospital network was resolved by temporarily unplugging it. Fluoroscopy and exposure tests were conducted, along with injector and stent boost functions, all yielding acceptable results. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.